Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a protrusion on the catheter wing was confirmed and appears to be manufacturing related. A single photograph of the implicated 4fr single-lumen powerpicc solo catheter was returned for evaluation. The catheter was shown during clinical use, where it had been inserted into the patient. A red circle had been annotated onto the photograph, highlighting a bubble/protrusion on one of the wings of the molded suture wing. A small red spot was noted on the patient¿s skin which appeared to be approximately the same size and shape as the protrusion on the catheter wings. In addition to the small protrusion on the suture wing, the molding around the suture wing holes appeared irregular and uneven. From the returned photograph, it appeared that a molding manufacturing defect was present. An awareness communication was provided to all manufacturing personnel involved in this operation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the first maintenance check after catheter placement, abnormal skin abrasion was observed on the patient. Upon further inspection, an irregular protrusion was noted on the wing-shaped surface of the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.